Event description:
It was reported that there was atrial undersensing of atrial fibrillation causing atrial pacing and lower than desired ventricular rate. The pacing parameters were reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.